Event description:
It was reported that the pump touch screen was missing pixels. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 489 mg/dl ¿ ¿high¿ on continuous glucose monitor. Customer addressed their bg with a correction bolus via pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.